Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vibratory alert for high, out-of-range, hv lead impedance was received via a merlin.net. Patient was brought into clinic and out of rang impedance was confirm during in-clinic testing. Lead damage was noted via imaging. The lead was explanted and replaced but the problem still persisted. The device was also explanted and replaced, and the issue was resolved.